Manufacturer narrative:
This event appears to have occurred in (B)(6).

Event description:
The customer received questionable low results for multiple assays. Of the data provided, only the following result was discrepant. The initial urea/urea nitrogen result was 0.218 g/l. The repeat result on the same analyzer was 1.491 g/l. The repeat result on cobas c311 serial number 1469-20 was 1.578 g/l. It was unknown if any erroneous result was reported outside of the laboratory. There was no adverse event. The reagent lot number and expiration date was requested, but was not provided. A preanalytic issue from sample tube handling was suspected.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.